Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger did not return to the home position after the device was used on the cystic duct. The surgeon pulled the trigger from the handle and the device was removed. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed due to the condition of the returned device. However, an investigation has been initiated to address the potential root cause of opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.